Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. The device history review was performed, and it was confirmed that no non-conformities were reported during production. The customer reported cannula disconnection issue could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that she had woken up in the middle of the night and noticed that the cleo 90 cannula piece had disconnected entirely from the adhesive on her body, resulting in no insulin delivery. Her bg had remained in the normal range. The infusion site was changed to resolve the issue. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury.